Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of death is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2018, a 2.5x15mm xience alpine stent was successfully implanted in the distal left anterior descending (lad) coronary artery lesion. On (B)(6) 2019, the patient expired due to unknown causes. Autopsy was not performed. Per patient's daughter, the patient was not good at managing himself since his wife had passed away and the patient had discontinued plavix use after one month. Per study physician, the death is possibly related to the device. There was no reported device malfunction. No additional information was provided regarding this issue.